Event description:
Customer reported there is no display on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended.